Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump alarmed no delivery and that the customer experienced a high blood glucose level of 600mg/dl. The customer's parent tried to give the customer a bolus when the insulin pump alarmed. The customer's parent was assisted with no delivery alarms. The customer was advised to disconnect at the quick release and perform a fixed prime, which resulted with the insulin exiting. When customer's parent was asked to check the infusion set site portion, it was found that the cannula was bent. Troubleshooting for bent cannula and high blood glucose level was declined. The parent was advised to contact a healthcare professional if the issue persisted. The product will not be returned for analysis.